Event description:
Revision surgery - due to broken screw on the baseplate.

Manufacturer narrative:
The agent reported revision surgery due to broken screw on the baseplate. Complaint has been evaluated and is similar to report number 1644408-2025-02003; unk-surg, s801 - device cracked/broke, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.